Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete customer information.

Event description:
Related manufacturer reference number: 1627487-2021-13097. It was reported that the patient lost therapy due to the extension not being connected to the ipg. Surgical intervention is anticipated.

Event description:
It was reported that the patient's ipg and extension were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event of patient lost pain relief/ connection problem/ disconnection was not confirmed. The returned ipg had no anomaly and passed all functional testing at lab bench and on the autotester. No root cause was identified for the reported event.